Event description:
(B)(4): surgeon requesting a specialty instrument to prevent the c-taper head trials from disassociating from the c-taper neck trial during trial reduction.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as: MFR #2249697-2012-02159.